Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A lead revisioin procedure had been performed successfully. The lead was repositioned. No adverse patient effects from this procedure.